Event description:
As reported by the user facility through medwatch: "at the 1000, nurse indicated nitroglycerin drip via b. Braun infusion pump. The pump was set to infuse 10 mcg/hr (3cc/hr). At approx 1100 (one hr later), it was noted that the entire bottle of nitroglycerin was gone (250cc). The pt suffered no consequence of this event." Medwatch# (B)(4). Please refer MFR report #: 9610825-2013-00130.